Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty deploying the stent could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion in the left iliac artery. The 9.0 x 29 mm omni link elite stent delivery system (sds) was advanced to the lesion and inflated; however, the stent jumped distally, partially into the aorta. A fox balloon was advanced and inflated into the stent, and the stent was pulled into the iliac and deployed in a non-diseased segment of the vessel. The target lesion was then treated with an absolute stent successfully. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.